Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using pod8 coils. During the procedure, the physician first placed another manufacturer¿s catheter and microcatheter into the target vessel, then attempted to advance a pod8 coil through the microcatheter. While attempting to advance the pod8 coil through the microcatheter, the physician encountered resistance about twenty centimeters from the hub of the microcatheter. Subsequently, the pod8 coil became stuck and was removed. The physician then made another attempt to advance the same pod8 coil through the microcatheter but encountered resistance at the same position. Therefore, the pod8 coil was removed and the procedure was completed using a new pod8 coil and the same microcatheter. There was no report of an adverse effect to the patient.